Manufacturer narrative:
Initial information provided by distributor. Update pending after investigation (B)(4).

Event description:
Patient had severe signs of pressure on both cheeks after being lying in prone position while using the proneview pillow. The pressure mark looked like a combination of a burn and abrasion. There was no sign of pressure on the forehead or the chin. The procedure was more than 4 hours.